Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens into the patient's right eye. Stating the haptic of iol was amputated during injection. Lens was cut to remove from the eye. The iol was used as a piggyback lens. Another same model and diopter was implanted. The surgeon stated the injector was difficult to use.

Manufacturer narrative:
(B)(4). Results - a visual inspection of the returned product found the optic is cut. One loop haptic and piece of optic is torn off and missing. There was evidence of clear surgical residue. Conclusion - an investigation of the root causes of lens tears, similar to that stated in this claim was performed. The investigation addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).